Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 21:32:03. During night drain cycle four, the patient's ultrafiltration reading was 1478ml, indicating the home patient (hp) drained 1478ml more than their maximum programmed fill volume of 2100ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The root cause of the reported issue was determined to be one or more cycles advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.